Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: j11559r56, implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, serial#: j11559r56, implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 07-jul-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (4000 mcg/ml at 2151 mcg/day), baclofen (2000 mcg/ml at 1075.5 mcg/day), and clonidine (1500 mcg/ml at 806.6 mcg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) looked at the pocket today and noticed that the site was clearly infected. The hcp believed the infection started a week ago as they did a refill a couple of weeks ago and stated that it was normal with no complications and no infection at that time. The hcp told the company representative (rep) that it looked like the patient was potentially trying to access their own pump, but this was not confirmed. The hcp planned to take cultures of the pump site and the patient will have a full explant surgery (date of surgery not determined yet). It was unknown if there were external factors and it was unknown if diagnostics/troubleshooting were performed. The issue was not resolved at the time of the report. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report. Additional information was received from the rep who reported that surgery occurred on (B)(6) 2021 in which the hcp opened up the pump pocket and performed irrigation and debridement. No devices were explanted and they are still in use. The results of the cultures taken of the pocket were unknown. It was unknown if the patient was a twiddler. The patient is receiving antibiotics to resolve the infection.